Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that zebra printer was not printing labels. A field service engineer (fse) tried to fix settings in printer and found that access to the device using the carefusion admin (cfnadmin) account was not possible and that the device had been offline for approximately two months. The device was reimaged and remote support service (rss) was reinstalled. Zebra printer settings were reset, after which the printer began printing labels correctly. The device was renamed to the appropriate name and rebooted. Testing was performed using hta, and the customer completed an inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, zebra printer installed for insulin printing was not working. Labels were not printing the right size. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.